Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(6), alleging inaccurate results on their onetouch verio iq meter when compared to a calibrated laboratory device. No specific blood glucose readings could be provided at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting, since we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.